Event description:
It was reported that the vertical lift on the 9800 system intermittently would not lower. It was also noted that there was a collimator potentiometer error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the collimator. The system was tested and found to be working as intended and placed back into service.